Event description:
A non healthcare professional reported that after intraocular lens (iol) implantation, surgeon noticed a defect on optic. The surgery was completed the same day after removing and replacing the lens with back up lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was broken in the gusset area (not returned). The haptic was bent in the gusset and distal area. The optic was cut from edge past center, typical of insertion and removal. One cut optic portion had a chipped optic edge with lens material missing (not returned). Product history records were reviewed and documentation indicated the product met release criteria. The associated cartridge and handpiece were not provided. It is unknown if qualified associated products were used. The file indicated the use of a non-qualified viscoelastic. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause could not be determined for the reported complaint. The specific defect was not specified. Lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).